Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the transmitter was not pairing with insulin pump. Customer was advised that the transmitter did not communicate with the insulin pump due incorrect ID. Customer stated that the transmitter was not blinking green light when removed from the charger. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will not be returned for analysis.